Manufacturer narrative:
(B)(4). The device was above eri upon receipt. (B)(4).

Event description:
It was reported that the physician elected to revise the patient's pocket as the physician felt the device was quite prominent over the skin. It was noted that the patient's skin was very taught over the device although not reddened or broken. Device was explanted and replaced. Patient was stable before, during and after the event.